Event description:
It was reported that during reprocessing, the bronchovideoscope displayed error code b30 (scope communication error). There was no patient involvement associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d8, d9 the device was returned to olympus for inspection, and the reported failure of error code b30 was confirmed. Based on the results of the investigation, the probable cause of the error code b30 failure is attributed to a degradation problem. The most probable cause is consistent with component failure ¿ specifically, an expected or random failure with no identified design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.